Manufacturer narrative:
Visual and microscopic examination identified significant wear and ¿starburst¿ pattern on the rod interface surface of the implant that is consistent with set screw back out. Set screw protrusion height and morphology consistent with full tightening of the set screw.

Manufacturer narrative:
(B)(4). The setscrew has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op 2 set screws backed out of the bone screws. The patient had not fused. No additional patient complications were reported.